Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: at the beginning of the procedure, after setting the camera up with a white balance, the image went black then back to a good image. This occurred several times, I was in the room, and observed the light cord to be working properly, and everything else set up correctly. This did not delay the case as we were able to grab another camera and quickly resolve the issue. I was able to replicate the issue on another ccu. Root cause: short in cable causing distorted image on the screen. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.